Event description:
It was rpeorted that during a coronary drug eluting stenting treatment procedure, the shaft fractured. The lseion bing treated was located in the tortuous, calcified diagonal artery. The vessel was pre dilated with a maverick 2.5x15 mm balloon. The physician attempted to cross the lesion with a taxus express2 2.5x24 mm drug eluting stent. The physician stated that he felt like he kinked the device while advancing. Upon removal the stent delivery system broke into two pieces near the hypotube. The procedure was completed with a different taxus express2 2.5x24 mm stent without pt complications.